Event description:
It was reported that approximately 39 months post implant of a bifurcated device, and two infrarenal aortic extensions, a follow up computed tomography (CT) scan revealed an endoleak. Reportedly, the patient¿s aneurysm diameter grew to approximately 8cm, and the physician could not conclusively determine the endoleak type based on the CT image. A month later, a repeat computed tomography scan revealed a greater aneurysm expansion, which the physician determined to be endotension and not an endoleak. Approximately a week later, the physician elected to explant the devices and replace with an artificial blood vessel. During the procedure, the physician cut the aneurysm to confirm the leak point; however, no endoleak was detected. Instead, it was observed that there was no blood flow in the aneurysm, confirming endotension. The physician completed the abdominal aortic replacement with success. It was indicated the patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, sizing sheet was reviewed indicating that the patient's anatomical measurements were within IFU criteria. After conversion the physician determined it to be endotension and not endoleak, which is not device related. Review of lot records, work orders and prior reports no issues were noted. Based upon the investigation findings, a root cause could not be determined with available information. Endoleaks are a known risk of the procedure, as identified in the product labeling.